Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection the complaint was confirmed. One of the lock plates was broken. The broken half of the lock plate was not returned with the device, but was recovered from the surgical site.

Event description:
It was reported while preparing for open heart surgery, they found plates broken and locking lever stuck when mounting on a retractor. The patient outcome was not affected.